Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A facility hemodialysis (hd) registered nurse (rn) reported as after a hd patient had completed treatment and the patient was disconnecting, the arterial line popped off and arterial port was stuck in the patient's catheter. The rn was able to take out the arterial port. Additional information was obtained from the clinic manager, who confirmed there was no patient injury as a result of the reported issue. The clinic manager stated the issue may have been attributed to an ¿overaggressive nurse that over-tightened the connection too securely.¿ the clinic manager stated the patient was able to resume subsequent hemodialysis treatments in-center without further issue. Per clinic manager the sample was discarded.

Manufacturer narrative:
(B)(4).

Event description:
A facility hemodialysis (hd) registered nurse (rn) reported as after a hd patient had completed treatment and the patient was disconnecting, the arterial line popped off and arterial port was stuck in the patient's catheter. The rn was able to take out the arterial port. Additional information was obtained from the clinic manager, who confirmed there was no patient injury as a result of the reported issue. The clinic manager stated the issue may have been attributed to an ¿overaggressive nurse that over-tightened the connection too securely.¿ the clinic manager stated the patient was able to resume subsequent hemodialysis treatments in-center without further issue. Per clinic manager the sample was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A facility hemodialysis (hd) registered nurse (rn) reported as after a hd patient had completed treatment and the patient was disconnecting, the arterial line popped off and arterial port was stuck in the patient's catheter. The rn was able to take out the arterial port. Additional information was obtained from the clinic manager, who confirmed there was no patient injury as a result of the reported issue. The clinic manager stated the issue may have been attributed to an ¿overaggressive nurse that over-tightened the connection too securely.¿ the clinic manager stated the patient was able to resume subsequent hemodialysis treatments in-center without further issue. Per clinic manager the sample was discarded.